Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary angioplasty interventional procedure. Reportedly, when advancing the thumb advancer to split the sheath, resistance was felt and the sheath didn't split completely. The safety release button was depressed, collapsing the locator wings and the starclose se device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated age, reported as in 70's. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.